Event description:
Reporter of product compliant patient¿s son summary of product complaint: whisperject auto injector is not taking off the safety cap from the prefilled syringe, he is having to use a vice grip. Date of occurrence: unknown. Was the product taken/administered? Yes. Can manufacturer call patient for follow up? Yes. Can manufacturer arrange for product pick up? Yes. Lot number - caller did not have the lot number {reason not given). Reported to (B)(6) by: patient/caregiver.